Event description:
It was reported the patient experienced weakness in the left leg following an implant procedure on (B)(6) 2019. The patient was administered anesthesia. The patient was kept in the hospital overnight. Follow-up information revealed the anesthesia may have caused the issue and not the stimulation or implanted product. The issue is resolved.